Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl, cause was unknown. The customer consumed chocolate milk to address the low bg. In addition, it was reported that the cartridge connection was loose. The customer tighten the luer lock connection to resolve the issue.